Event description:
Medtronic received info that this bioprosthetic valve, implanted 14 days, was explanted due to thrombus formation.

Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Conclusion code: cause of event attributed to pt condition. Analysis: upon receipt at medtronic's quality lab, all leaflets were slightly stiff but flexible. Verrucca was noted in the belly of the right cusp. A natural fenestration between the free margin and striations in the lunula of the right cusp adjacent to the left right commissure was observed and deemed acceptable. Remnants of pannus remained attached to the inflow margin of attachment adjacent to the right cusp. Pannus remained attached to the inner outflow rail adjacent to the left cusp extending slightly to the noncoronary left and left right stent posts. Radiography shows no evidence of mineralization in the valve and host tissue. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition.